Manufacturer narrative:
Other: fowler support bracket assembly.

Event description:
It was reported by service report that the unit dropped with a pt on it. There was pt involvement; however no adverse consequences are reported.